Event description:
Customer reports the na+ and cl- did not correlate with their ortho fusion 51 analyzer. There was no impact to pt care as a result of this event.

Manufacturer narrative:
Since neither a repeat of the discrepant sample nor another sample from the same pt was run on the rp405, it cannot be determined if there indeed was any issue with the discrepant rp405 sample results.